Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system- battery d4: model #: unknown / catalog #: unknown / expiration date: unknown/ serial # unknown UDI #: unknown d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was changing a battery and the ventricular assist device (vad) stopped when one battery was connected. The vad and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: battery d4: serial or lot#: unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and one (1) battery with unknown serial number were not returned for evaluation. A review of the manufacturing documentation for the battery could not be performed since the serial number is unknown. Log file analysis did not reveal any anomalies related to the reported event within the analyzed period. As a result, the reported vad stop event could not be confirmed. The reported ¿no power¿ event associated with the battery could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the batteries not providing power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.